Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) checked the station and disconnected power to the communication sled, then verified it powered up and reconnected it. Power to the auxiliary unit was disconnected and tested, followed by disconnecting the tower, but no power was restored. The auxiliary cable was swapped, confirming that the entire auxiliary unit was down. Further inspection revealed a damaged pyxis bus cable, which was documented and replaced. All drawers in the auxiliary unit were inventoried and verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not communicating and appeared offline in rss. And thermal damaged pyxibus cable was found. There were no delay or adverse events or injuries reported based on this event.